Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a turbohawk device during procedure. It is reported that the device did not pack properly. Evaluation summary: the turbohawk device was received with the cutter head assembly located within the distal tip assembly lumen. The lumen contained collected tissue. The border of the tecothane jacket over the tip assembly housing exhibited delamination and scratched. The cutter head would track through the tip assembly lumen without complication. The proximal edge of the guidewire lumen exhibited material deformation. There was also ptfe residue in the guidewire lumen.